Event description:
Priming volume described on package label seems inaccurate, a) low absorption tubing 8c 290 IV administration set labeled approx 16ml, rptr's experience 29ml. B) burette cj4303 IV administration set labeled approx 12.5ml, rptr's experience 20ml.